Manufacturer narrative:
The product investigation was completed. Device evaluation details: the carto vizigo sheath device was returned to johnson and johnson medtech for evaluation. Visual inspection of the returned device were performed following johnson and johnson medtech procedures. Visual inspection revealed, the dilator shaft was bent and the dilator hub was detached therefore a supplier manufacturing investigation was required. It was concluded indents on the outer diameter of the dilator shaft at the proximal end measured the normal amount for dilator hub. No other issues were observed with the dilator that could result in the hub being detached therefore the complaint could not be manufacturing attributable. A device history record evaluation was performed for the finished device 60000512 number, and no internal action related to the complaint was found during the review. The dilator shaft bent could be related to the issue reported by the customer therefore the complaint was confirmed. The potential cause of the dilator shaft bent and hub detached from the dilator cannot be determined. The instructions for use (IFU) contain the following information: prior to inserting the device into the patient, pre-assemble sheath, dilator and stylet on the table. Advance the needle through the dilator and check for excessive resistance as the tip of the needle advances through the curvature of the sheath/dilator assembly. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through the quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and post procedure the bwi product analysis lab identified that the dilator shaft was bent and the dilator hub was detached. During the procedure, the physician couldn't extend the dilator. It was stuck. There were no occlusions in the sheath identified. The device was switched to a like device and the procedure continued. No surgical delay occurred. The procedure was completed. No patient consequences were reported.